Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance. The lead was capped and remained inside the patient. Six years later during a device/lead change out procedure, the lead was explanted and a fracture was confirmed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model-unknown, implantable cardioverter defibrillator (ICD), implanted-unknown.